Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiorgan failure and systemic infection. The source of infection was reported to be probably the respiratory system. They experienced respiratory failure. They experienced an intracranial hematoma that was diagnosed with a computed tomography (CT) scan. The patient passed away. The outcome was related to the perioperative risk associated with the performed cardiothoracic surgical procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket), multiple types of organ failure and dysfunction (including respiratory failure), stroke, and death, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿anticoagulation¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.